Event description:
Sales manager reported on 05nov2025 that an ostf-4 had to be removed due to the implant breaking. It was stated that the initial case took place on (B)(6) 2025 but needed revision surgery on (B)(6) 2025. The surgeon ultimately implanted a second ostf-4 with no issue. The surgeon was not upset about the implant and tried to collect information if the patient fell or what happened, however, there was no additional information provided by the patient. A photograph of the fractured implant was provided, and the device has been made available for return and evaluation. At this stage, no further investigation or failure analysis details are available. Additional information will be submitted in a supplemental MDR if received.